Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause was unknown and that the patient had an appointment on (B)(6) 2024. It was unknown if the issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they were having trouble with the device. They had gone through all the programs available to them. Yesterday (2024-aug-11) when they went to turn it up, they felt like they were getting electrocuted, the sensation was around the ins and down the butt cheek. They reported that they have never felt a sensation in the privates. They turned it back down. They didn't even sleep on that side of their body the night before because it was so sore. The caller had tried all of them and they would get no sensation and would just pee. They were using pull ups and pads. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.